Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp for a clinical study reported the patient had a return of incontinence due to impedance issues for all electrodes ¿probably due to lead disconnection (fracture).¿ the cause was the patient¿s fall. The patient was hospitalized from (B)(6) 2016 to change the electrode. The event was assessed as serious, linked to the lead and stimulation. The event resolved on (B)(6) 2016. New information received will be reported in manufacturing report # 3004209178-2016-07285 from now on.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the healthcare provider (hcp) from a clinical study, via a manufacturing representative, reported there were impedance issues for all electrodes on the lead. The cause was the patient's fall with fracture of 4 ribs and electrode fracture. No diagnostics/troubleshooting performed. The lead was replaced on (B)(6) 2016 and the issue resolved. The patient was alive without injury and had a medical history of multiple sclerosis with urinary incontinence since 2000.